Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached due to a charge time of 33 seconds associated with a battery voltage of 2.66 v. This device is part of the mid-life display of replacement indicators product advisory, originally communicated (B)(6) 2007. No adverse patient effects were observed.

Manufacturer narrative:
A replacement procedure was scheduled. This event will be updated and resubmitted once additional information becomes available. After several attempts to retrieve further information from the field, no information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.